Event description:
Upon a follow-up on (B)(6) 2013, a noisy baseline was noted on real time egms performed during provocative maneuvers (deep inspiration / manipulation). This noise was not sensed by the ICD, however 24 events have been detected in vf histograms. All tests were stable. Integrity of the defibrillation lead (sorin isoline under advisory) is questioned, and further recommendations were requested. Preliminary review of the programmer files did not reveal any rv lead anomaly. Review of the scanned printouts (pdf) received (real time egms/ sensing tests) did not reveal any noise on the rv lead channel. Noisy baseline was observed on the ECG l2, which is the channel used for the lead #2 of the programmer's surface ECG. The reported behaviour could not be confirmed at this point.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.